Event description:
"During daily user test, the 200 joule discharge shock was causing arcing and burning at the defib pad connector of the therapy cable. This produced a burning smell that was reported to eme." No adverse effects were reproted as a result of the alleged malfunction.